Manufacturer narrative:
Additional information : imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. The root cause for the reported issue of an under infusion (amiodarone) was not determined because no products or device logs were returned. The reported issue that there was an under infusion (amiodarone) could not be confirmed; no products or device logs were returned for investigation.

Event description:
It was reported that the patient was receiving an amiodarone infusion for atrial fibrillation with rapid ventricular response. The IV tubing reportedly leaked significantly and onto the floor. No alarms were observed on the pump per report. Once this was discovered by the clinician, the channel, medication bag and tubing were changed. Shortly after intervention, the patient converted into sinus rhythm. Customer reports patient was possibly not receiving adequate dose of amiodarone and "delaying treatment". It was reported that the patient required additional norepinephrine for "sustained hypotension relating to rapid heart rate." Per customer "there is no quantifiable way to determine if patient outcome was affected due to both the nature of the medication and the complexity of patient's current medical issues". A copy of the health canada report was received, which states, "pt was having amiodarone infusion for atrial fibrillation with rapid ventricular response. Alaris pump channel or IV tubing leaking significant volume of amiodarone onto floor. Alarms on pump were not triggered. Once this was discovered by rn, the channel, medication bag and tubing were changed. Shortly after intervention, the pt converted into sinus rhythm. This leads writer to believe that the intended dose of amiodarone that was programmed into the alaris pump to be infused was not administered to patient, however there is no way to measure for certain how much medication pt was receiving."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the patient was receiving an amiodarone infusion for atrial fibrillation with rapid ventricular response. The IV tubing reportedly leaked significantly and onto the floor. No alarms were observed on the pump per report. Once this was discovered by the clinician, the channel, medication bag and tubing were changed. Shortly after intervention, the patient converted into sinus rhythm. Customer reports patient was possibly not receiving adequate dose of amiodarone and "delaying treatment". It was reported that the patient required additional norepinephrine for "sustained hypotension relating to rapid heart rate." Per customer "there is no quantifiable way to determine if patient outcome was affected due to both the nature of the medication and the complexity of patient's current medical issues". A copy of the health canada report was received, which states, "pt was having amiodarone infusion for atrial fibrillation with rapid ventricular response. Alaris pump channel or IV tubing leaking significant volume of amiodarone onto floor. Alarms on pump were not triggered. Once this was discovered by rn, the channel, medication bag and tubing were changed. Shortly after intervention, the pt converted into sinus rhythm. This leads writer to believe that the intended dose of amiodarone that was programmed into the alaris pump to be infused was not administered to patient, however there is no way to measure for certain how much medication pt was receiving."